Manufacturer narrative:
Correction: the initial report was incorrectly submitted with a cfn-based manufacturer report (MFR) number: 2916596-2023-xxxxx. The MFR number should have been fei-based with the 10-digit fei being (B)(4). Correction to d6b: this field was inadvertently filled in for the initial report; the product is not implanted. Manufacturer's investigation conclusion: the reported event of the pump stopping was confirmed via log file analysis. A review of the log file, extracted from the centrimag console, contained data spanning approximately 3 days ((B)(6) 2023 per timestamp). The pump was operating at a speed of ~2800 rpm with a flow of ~3.6 lpm. On (B)(6) 2023 at 0:08, a ¿sf_lmc_shutdown_initiated¿ event activated and a ¿pump not inserted: m3¿ alarm was active. The pump speed fell to 0 rpm. The m3 alarm was muted and cleared at 0:09 and the pump regained speed around ~2300 rpm. At 0:11 the pump was stopped due to user request and at 0:14 the system was shut down. The centrimag motor (s/n: (B)(6)) was evaluated at the service depot. The motor underwent functional testing and operated as intended. The motor was connected to the returned console and flow probe was able to operate on a test loop for several days with no alarms, even when the motor cable was flexed throughout its entire length. The motor was returned to the customer ready for use. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual, section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual, section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual, table 16 entitled ¿console alarms & alerts¿ addresses how to interpret and troubleshoot all system alarms including motor and flow alarm. The device history records were reviewed for the centrimag motor (s/n: (B)(6)) and the motor was found to pass all manufacturing and quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR #2916596-2023-07087. It was reported that the centrimag motor stopped pumping and flow dropped to zero.

Manufacturer narrative:
A1-a4: patient information not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.